Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the insulin pump had a physical damage; there was a crack on the up arrow key. The customer's blood glucose was 114 mg/dl. The customer stated that they believe the damage occurred due to normal wear. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.